Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after use, the cardiosave intra-aortic balloon pump (iabp) units module caved in and needs repair.

Event description:
It was reported that after use during a transport case, the cardiosave intra-aortic balloon pump (iabp) was dropped and had a bent case. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse replaced the cover console (0441-00-0194). The fse then performed a full calibration and functional check per the factory calibration procedures. The unit was then returned to the customer and cleared for clinical use. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat). The technician installed the console case into the cardiosave test fixture and tested the console case to factory specifications per the cardiosave service manual. The fat dept. Verified the failure of the console case failure "console case damaged". Suspected that the cause of the damage was from operator abuse. Retaining the console case in the fat dept. Per procedure.